Event description:
"Ventricular lead warning and polarity switch to unipolar on (B)(6) 2020." Lead manufactured by pacesetter. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).